Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was electrically shocked by the home choice (hc) during use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review found that the device had been reconditioned since its original manufacture date. A service history review revealed no previous service events that were related to the reported condition. The reported condition could not be duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the homechoice (hc) was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The hc passed electrical safety testing. Additionally, the device passed all pressure, temperature, and volumetric accuracy testing. A simulated therapy was performed successfully. The problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.